Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, failed batt test, no delivery/occlusion alarm - unknown timing, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-397, mmt-332a. Customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-397. No product return is required for mmt-332a. It was unknown whether the customer will continue or discontinue to use the device.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current, sleep current and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. All currents within spec range. Successfully downloaded history files and traces using thus software. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. ¿the pump was received with minor scratches on lcd window, cracked keypad overlay, cracked retainer, cracked case-corner of belt clip rails and scratched case. In summary, the pump passed functional testing. No delivery/occlusion alarm - unknown timing. Failed batt test not confirmed. Charge/battery lasts less than expected not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.